Event description:
It was reported an asymptomatic patient presented in clinic for follow up when multiple mode switch episodes were observed due to atrial undersensing. Device was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.